Manufacturer narrative:
(B)(4). It was reported that the patient died coincident with peritoneal dialysis therapy. The cause of death was unknown. It was unknown if the peritonitis and sepsis resolved prior to death. The cause of the sepsis was unknown. The treatment for the sepsis was unknown. The patient passed away prior to being discharged from the hospital due to an unknown cause. A death notification was not available. An autopsy was not performed. The patient was performing both automated peritoneal dialysis (apd) and continuous ambulatory peritoneal dialysis (capd) therapy prior to death. Pd therapy was ongoing until the time of death; however, it is unknown if the patient was connected to the homechoice device at the time of death. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). It was reported that the death certificate listed the cause of death as sepsis, a history of peritonitis, and an additional unrelated condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information received that the patient had initially been hospitalized for other indications (previously not reported) and was then diagnosed with peritonitis. The peritonitis was manifested by stomach pain and nausea. The caregiver stated that she believed the cause of the infection (peritonitis and sepsis previously reported) which led to the patient's death was from the dialysis equipment (not further specified), this was not medically confirmed. The caregiver had initially reported that they believed the cause of the peritonitis was due to the non-baxter peritoneal dialysis catheter. However, the pd nurse had confirmed the cause of the peritonitis to be due to the patient did not wear a mask (previously reported). The patient was discharged from the hospital thirty two days after hospital admission. On the same day of hospital discharge, the patient died due to septicemia (also described as sepsis), pneumonia and kidney disease (previously reported as the patient passed away prior to being discharged from the hospital due to an unknown cause). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient who experienced a breach in aseptic technique resulting in peritonitis coincident with automated peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient did not wear a mask. The patient was hospitalized for the event and treated with unknown intravenous antibiotics. While in the hospital, the patient experienced septicemia. At the time of this report, the patient was still in the hospital and dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as a breach in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.